Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reiterated that she only feels stimulation when holding their programmer antenna paddle over her implant. The patient mentioned that her ins may be programmed to cycle on/off for different periods of time. The patient said this has been going on for a very long time (years). The patient confirmed she's had no falls/trauma. The patient also stated she has had headaches for 19 years, but overall she's satisfied with her ins. The patient was advised to follow up with their healthcare provider (hcp). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported that there was a change in therapy. The patient states when her pain flares up, the stimulation doesn¿t seem to help, so she uses the patient programmer to increase stimulation, but she only feels stimulation when she is using the patient programmer. The patient states when she takes the programmer off, she stops feeling stimulation. The patient states she only has 2 programs and she has this issue with both. The patient mentioned she has leads in her head for migraines and the implant is in her left chest. The patient was redirected to their healthcare provider to discuss symptoms/have device reprogrammed. The event date was unknown but patient states it has been years, she just hasn¿t had a chance to call. No further complications were reported/anticipated.